Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements reaching out of range values greater than 125 ohms. Technical services (ts) recommended lead revision per physician discretion. This rv lead remains in service. No adverse patient effects were reported.